Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, it was reported by surgeon that on the last firing of the pouch using a blue load the staples did not form on the distal end of the reload. When asked to clarify what the malformed staples looked like the surgeon replied that they did not form at all and were sticking straight up. Cst was asked if the reload was snapped in securely and she felt confident it was. Suture was used to over sew and complete the procedure. Removed unformed staples with grasper. There were no adverse consequences for the patient.